Manufacturer narrative:
Additional devices implanted and/or related to this event: hgb161007c/(B)(4). UDI (B)(4).

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses, and a gore® excluder® iliac branch endoprostheses. Maximum abdominal aortic aneurysm diameter measured 67mm. The patient tolerated the procedure. It was reported that follow up computed tomography images dated (B)(6) 2015, revealed an arterial obstruction of the right leg. On (B)(6) 2016, the physician reintervened and performed a right femoral popliteal bypass procedure. The event was resolved without further sequelae. The patient tolerated the reintervention.

Manufacturer narrative:
Code 213-the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Code 22-the excluder iliac branch endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Manufacturer narrative:
Review of the event determined this event to be non-reportable. This medwatch will be retracted.

Manufacturer narrative:
Correction: type of reportable event.